Event description:
In 2008, the lay patient contacted lifescan (lfs) canada to provide info regarding a complaint originally reported to lfs by the pt's sister in late 2007. The lfs customer service rep (csr) documented the following info on original date: the pt takes 2 metformin pills before breakfast and supper. He also takes insulin on a sliding scale. He said his insulin regimen has changed since the time of concern, and he could not recall the specific insulin regimen that he followed at that time. The pt purchased a one touch ultra 2 meter and test strips in 2007. He said he started having light symptoms of low blood sugar (confusion) on five days later. In early 2008, the patient started having symptoms described as heaving low blood glucose symptoms, including heavy confusion and feeling drunk. The patient reported having a seizure. Emt's were called. The patient said his meter read in the 8.0 mmol/l range, but the emt's meter reading was too low to display an actual reading. The patient said, he thought he was injected with glucose and/or a glucagon injection. He was taken to a hospital where he was apparently tested with 4 different meters; the reported results were described as 8 to 11 points off. The patient said the hospital nurse took the reported lfs meter and test strips away from the patient and he has not tested with any lfs products since that time. The csr was unable to complete troubleshooting since the patient did not have the lfs product. The csr noted that the patient did not want lfs products. No products were replaced. The complaint is reported because the patient alleges he received inaccurately high results on the lfs product that did not correlate with his symptoms that suggested hypoglycemia or with a hypoglycemic reading on an emt's meter after he took sliding scale insulin based on the lfs meter readings.

Manufacturer narrative:
Meter serial number and test strip lot number were not provided. The patient no longer had the products.